Event description:
I had a tubal ligation back in 2009 apparently the cooper filshie clip had come off and migrated to my abdomen causing severe pain I don't know at what point these clips came off but I became aware of it (B)(6) 2015 it required need to have a total hysterectomy at the age of (B)(6) that is something I was not prepared for why is it that cooper filshie clips are still on the market and women like myself and my family have to suffer.